Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she tried changing the battery and the battery cap broke. She said that now the insulin pump is blank and that she has not had a delivery of insulin. She stated that she has treated with a syringe. The customer's blood glucose was 118 mg/dl. She reported that her pump had some cracks and broken pieces on the reservoir and battery compartment. The customer also mentioned that her insulin pump went blank. During troubleshooting for a blank display, it was not reported that the display came back. The customer is not calling back after receiving a new battery cap. They were advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched display window, cracked case at display window corners, broken battery tube threads, missing reservoir tube o-ring, partially broken off reservoir tube lip and cracked reservoir tube.